Event description:
It was reported by the patient's caregiver that the patient's seizures had gotten worse since his recent vns replacement. She knew that the vns was functioning due to his voice alteration with stimulation. He had 5 seizures since the surgery and he looks worse. No further relevant information has been received to date.

Event description:
Clinic notes later received indicated the patient's vns was functioning normal. No further relevant information has been received to date.